Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 04/04/2016. Date of follow-up report : 06/29/2016. One used ls1037 was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. No trend has been identified for this failure mode. Covidien was unable to confirm the customer's report.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open after initial use.